Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined that there was the possibility this phenomenon was attributed to the endoscope which has connected to the subject device because olympus korea could not duplicate the reported phenomenon, or was attributed to using the subject device with adhering the foreign object such as dust or chemical liquid remaining to the electrical contact of the endoscope. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, b30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the preparation for use. The date of event is unknown. There was no patient injury associated with this report.